Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed the isig readings per specifications with accurate readings. However, the test failed at the eis (1024 hz real), due to it was visually found the gold trace path at the counter and working electrode gold trace. See attachment file for details. In summary, the customer complaint of unexpected sensor alerts was not confirmed, however the sensor but failed eis readings due to the sensor flex was found with physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose (sg) vs. Blood glucose (bg), delivery anomaly-unexpected suspend (low sg). The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed for sg vs. Bg guardian sensor 3/guardian 4 sensor. Customer has reported a discrepancy between sg and bg which is not within range after fewer than 4 days of wear. Sg value from reported event: 142 mg/dl. Bg value from reported event: 241 mg/dl. Insulin delivery was suspended due to sg vs bg difference. Advised to wait at least an hour and if bg is stable to calibrate. Troubleshooting was performed for general documentation. The customer called for an issue not covered by existing troubleshooting guides. No harm requiring medical intervention was reported. Product mmt-7040a was returned for analysis.